Manufacturer narrative:
The patient was sent a replacement device to resolve the reported issue. The patient is not able to send the previous device back for investigation.

Event description:
The patient reported when using the teladoc blood pressure monitor that the device got tight to the point that is left a bruise. The patient unplugged the monitor to get it to stop inflating. The patient stated that they did not seek medical assistance and that there was no permanent bruising or nerve damage.